Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The reported event was addressed with phone support. Reseating the sterile adapter resolved the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes and troubleshooting, the system issue was due to a loosely connected or improperly seated sterile adapter which was resolved by reseating the sterile adapter.

Event description:
During a da vinci-assisted pulmonary lobectomy surgical procedure, a clinical sales representative (csr) called technical support to report non-intuitive motion of the endoscope installed on arm 2. The caller indicated that the staff attempted troubleshooting by using a second surgeon side console (ssc); however, the issue persisted. The technical support engineer (tse) recommended reseating the sterile adapter. The caller informed the tse that removing the endoscope and reseating the sterile adapter resolved the issue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted. However, the endoscope moved freely with uncontrolled motion. When driving the scope vertically it was observed to be going horizontally. There was no damage observed on the endoscope¿s adapter/base such as missing screw(s) or component. Prior to the event, the endoscope was not manually rotated 180 degrees.